Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a power on reset event on (B)(6) 2011 and location "11 6a". Device should be able to recover from this event and continue normal function.

Event description:
It was reported that the device was reprogrammed months ago due to a power on reset. The device was check again and showed there was another power on reset. The device was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.